Event description:
On 9/6/98 a creatinine myocardial bands results of 1.2 ng/ml was reported on serum sample. Creatinine phosphokinase value was 5560 u/I. Specimen was repeated twice with creatinine myocardial bands results of 145/145ng/ml. Pts admitting diagnosis was weakness. No report of injury or impact to pt treatment. Pt was discharged.